Manufacturer narrative:
(B)(4). D10: unknown talar component. Unknown tibial component. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that approximately 3-4 years post implantation of an initial total ankle replacement, the patient developed tibial and talar lucency presenting with pain. A revision was scheduled, however, was cancelled due to patient's cardia comorbidities. Attempts have been made and no additional information is available at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: a4, b4, b5, b7, g3, h2, h10.

Event description:
No additional information to report on this event at this time.